Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a frozen display on the insulin pump. The caller was a nurse, but she didn't have further info. Attempted to contact the customer multiple times, but got no answer. Nothing further was reported.